Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing high impedance. X-rays were reviewed my manufacturer. Based on the images provided, the feedthrough wires were intact, however the pin insertion could not be assessed due to the angle of the image. The generator appeared to be placed per labeling. A portion of the lead was visualized in the chest and neck. There was no strain relief bend, loop, or tie downs visualized however only the electrodes on the neck were noted as the rest of the lead was visualized to be tangled near the generator. A portion of the lead was visualized to be behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead and a clear lead fracture was seen. Lead was completely disconnected and coiled around the generator area, indicating this patient is likely a twiddler. Based on the x-rays received, the cause of the high impedance can be attributed to the gross lead fracture, most likely caused by patient manipulation. Any other microfractures present on the lead that were not visualized cannot be ruled out as well. Further clarification is needed from the physician to confirm if this patient was manipulating the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient was scratching at the area. He has not experienced any trauma or manipulation to the vns area.